Manufacturer narrative:
(B)(4). During follow-up, the reporter stated that the medication being infused was phenylephrine or fentanyl. The bag, not cassette, was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag ripped when disconnecting from the primary tubing set. This was identified during patient connection. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.